Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record and complaint database could not be performed since a lot number was not provided.

Event description:
The account alleged that saline leaked between the planecta and patient end of the set when pressurized. No patient injury was reported.